Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event remains indeterminable; however, patient factors and underlying valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a 27mm mitral valve implanted in mitral position showed degeneration leading to stenosis after an implant duration of approximately 3 years and 4 months. This as reported, the valve was implanted in a double implant surgery so this patient had a valve implanted in aortic position which showed good performance. A valve-in-valve intervention was performed successfully and the patient was doing well.

Manufacturer narrative:
Reference CAPA-20-00141.